Event description:
It was reported that three of the bd alaris pump module smartsite infusion set pulled air after secondary was finished instead of pulling fluid from primary bag. The following information was provided by the initial reporter: this rn spiked medication bag and ran as secondary. After all of medication had infused, instead of pulling from the primary, the tubing pulled air and began beeping, causing this rn to come to the room. After this occurred, I discussed the event with colleagues and it was determined 3 other similar occurrences have happened recently.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three of the bd alaris pump module smartsite infusion set pulled air after secondary was finished instead of pulling fluid from primary bag. The following information was provided by the initial reporter: this rn spiked medication bag and ran as secondary. After all of medication had infused, instead of pulling from the primary, the tubing pulled air and began beeping, causing this rn to come to the room. After this occurred, I discussed the event with colleagues and it was determined 3 other similar occurrences have happened recently.

Manufacturer narrative:
H6: investigation summary 2 photos were taken by the customer of the packaging. No product was returned by the customer. The customer complaint that the IV tubing pulled air after secondary was finished instead of puling fluid from primary bag could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 21103152 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 05oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.